Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failure had caused the station to shut down and not turn back on. A field service engineer replaced the drawer boards on auxiliary drawer 6. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer board failure. The customer stated that the malfunction occurred when the user was trying to issue medication to a patient. The user was able to get medication from a different device, but there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.